Event description:
It was reported that the patient was experiencing discomfort due to muscle stimulation. The stimulation was noted to be caused by high output from the atrial lead. The lead was explanted. There were no patient consequences.